Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -due to damage on cable unit the water-tightness was lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, there is noise in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during inspection for use, when bending the cable on the camera head, the image was lost and skipping. There were no reports of patient involvement.